Manufacturer narrative:
Sample not received by manufacturer yet. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, we will continue to monitor and trend relating complaints.

Event description:
The customer reported: applier misfired during use. No further info available from distributor. No pt injury reported. Pt current condition unk.